Manufacturer narrative:
The sample was not returned. The lot number is unk; therefore, the device history record could not be reviewed. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. (B)(4).

Event description:
The pt's attorney alleged a deficiency against the device. Per add'l info rec'd, the pt has experienced yeast infection, external vaginal irritation, vaginal bleeding, mild induration of her left suprapubic incision, irritation at her right suprapubic incision, stress urinary incontinence, vaginal scarring, infection, pain, bleeding, bowel problems.